Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic for follow-up, low sensing and high capture threshold were observed. Fluoroscopy and echocardiogram revealed that the lead was dislodged. Lead was explanted and replaced when repositioning was unsuccessful. Patient was stable post procedure.